Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "last week" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device was not powering up with a button press or test strip insertion. As a result of this, the customer experienced vomiting and loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and damage was observed on returned reader due to use related issue. The reader was visually inspected and damage was observed on usb port. The returned reader was de-cased . Observed usb port was fell off the pcba (printed circuit board assembly) and it was placed into the reader test fixture. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device was not powering up with a button press or test strip insertion. As a result of this, the customer experienced vomiting and loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last week" from adc awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device was not powering up with a button press or test strip insertion. As a result of this, the customer experienced vomiting and loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.